Event description:
The following information was provided: as per pss case: failed revision left total hip arthroplasty with cup pull out and pelvic discontinuity. The patient had a left total hip arthroplasty in 1997 and did well with this. In (B)(6) 2024 she was getting into her bed and felt a pop. She suffered a posterior dislocation that required a reduction. She was noted to have severe poly wear with acetabular osteolysis and ultimately underwent a revision left total hip arthroplasty in 2025 by another surgeon. The patient had no immediate complications however the revision acetabular component with augment has been noted to be pulling out and she now has a pelvic discontinuity.